Manufacturer narrative:
(B)(6). Concomitant medical products: humeral bearing part # xl-115363 lot # 927520. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06133. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted.

Event description:
It is reported that during the surgery, the humeral tray and bearing would not snap together. There were no complications in the surgery, nor a significant delay as a result of the event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay that: the information provided on this form was previously submitted under manufacturing report number 0001825034-2017-06991.